Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have migraines, tinnitus, tmj, jaw sliding, jaw and neck pain. Also, they had a tooth removed due to the aligners. Contraindicated.